Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adhesive connecting cartridge patient line to the cartridge failed. Customer's blood glucose level was in the 300 mg/dl range. Ketone level was large and a bolus was delivered. Reportedly, a new infusion set and cartridge were loaded to resolve the issues.